Manufacturer narrative:
The DHR for the lot was reviewed with no identified non-conformances to raw material or production processes while the device was being built. Based on the information available, the IFU was not followed as it states to check the electrode for contact with skin (especially after moving patient) since it is not monitored by the hf-generator.

Event description:
The customer called in to report a patient sustained a grade 1-2 burn on the skin where the grounding pad was placed - upper leg/thigh. Lumbar radiofrequency, pad placed on thigh, patient moved during the procedure. The pad was relocated to calf after patient moved. Pad was relocated with no further incident. Medication was provided to treat the burn sustained. Since medical internvention was required nmt has determined this to be a reportable event.